Event description:
The physician intended to use a 3.5mm diameter x 38mm length resolute integrity drug-eluting stent to treat a heavily calcified lesion in the lad, with two sites of severe stenosis in the mid segment. Pre-dilation was performed using a non-compliant balloon. It was reported that resistance was encountered during the attempted delivery of the resolute integrity device. The device was removed from the patient and was observed to be damaged. An endeavor resolute stent and a resolute integrity stent were used to treat the target lesion. No patient injury or no clinical sequelae were reported..

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver the stent and stent deformation), patient¿s condition affected effectiveness of device (lesion morphology ¿ heavily calcified lesion); no results available since no evaluation performed (device or procedural images not provided for review). Conclusions: inherent risk of procedure (failure to deliver the stent and stent deformation); device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ heavily calcified lesion, unable to confirm complaint (device or procedural images not provided for review). (B)(4). Date of event - asked but unknown.